Event description:
It was reported that balloon rupture occurred. The patient underwent shunt percutaneous transluminal angioplasty (pta). The 99% stenosed target lesion was located in the severely calcified vessel. A sv/6.0-2/4t/90 symmetry balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter facility name: (B)(6).